Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported physical resistance appears to be related to the operational context of the procedure. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an aneurysm in the right coronary artery. A 3.5 x 16 mm graftmaster covered stent was implanted; however, the stent was reported to be too bulky and a proximal edge dissection occurred due to the difficulty in advancement. Therefore, a non-abbott stent was implanted proximally to the graftmaster covered stent to treat the dissection. There was still flow into the aneurysm as a longer stent was needed. Therefore, another 3.5 x 16 mm graftmaster covered stent was implanted at 11 atmospheres; overlapping the first covered stent and the non-abbott stent to seal the aneurysm and dissection as well. No additional information was provided.